Event description:
A caller reported a prior cgm error 42 that occurred at 10:06 am and involved a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller took corrective action by self-troubleshooting and performing a pump reset, which resolved the issue without further errors. The caller successfully started their sensor session afterward.